Manufacturer narrative:
A ge svc rep performed an onsite investigation. Image testing was performed. The customer was notified the equipment is obsolete. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's screen was blank and the collimated images were too bright. No pt injury was reported.